Event description:
This was reported to mcconnell orthopedic mfg (mcconnell) on (B)(6) 2009. The physician was in the process of positioning the headrest and it would not move from side to side as indicated. The physician indicated that the metal headrest appeared to be welded thusly preventing side-to-side movement (or any movement). The headrest is designed to be adjusted for individual pt requirements, e.g. Varying sizes of pts. The headrest was apparently welded by someone at the hosp after the medical device was received for use. It should be noted that this welding activity is not part of the original, released device (from mcconnell) nor was this type of activity sanctioned or condoned by mcconnell verbally or via documented direction. An internal complaint form was filled out by mcconnell on (B)(4) 2009 ((B)(4)).

Manufacturer narrative:
A pt was not involved with this user caused malfunction. The health care professional involved made the decision not to use this device as presented by the hosp. A new unit was immediately sent to the hosp upon their request and the intentions of mcconnell.